Manufacturer narrative:
Lead was explanted on (B)(6) 2020.

Event description:
After an implantation period of approx. 50 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020. Upon receipt the lead was found cut 11.0 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. A 1.5 cm long part of the insulation was found missing at the proximal end of the distal lead fragment. An explantation aid was found mounted in the proximal lead fragment and wrapped around the proximal 4.0 cm of the distal lead fragment and a second explantation aid was found mounted 49.5 cm proximal to the lead tip. The performance of the lead was scrutinized including a visual inspection. Multiple abrasion marks were detected along the leads body. In particular in the distal area of the distal lead fragment the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages it is assumed, that the lead was significantly ingrown at the right ventricular shock coil which may have affected the leads motion. Cuts into the insulation were found 23.0 cm proximal to the lead tip, at this location the conductor cable leading to the right ventricular shock coil was found capped. 25.5 cm proximal to the lead tip the conductor coil leading to the ring electrode was found broken. The right ventricular shock coil was found deformed and the fixation helix was found bend and stretched. These damages most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.